Event description:
Cq technician has noticed possible contamination with units 10160749. Tap 4/13/2023.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The cardioquip technician notified the customer of the potential contamination onsite on 4/13/23. The hpc testing recommendation and pricing for sample test kits were provided to the customer via email on 05/02/2023. As of the date of this report, there has been no response to the recommendation.